Event description:
A customer reported an s8-3t transducer was producing poor image quality. The procedure in progress was completed successfully with no harm to the pt.

Manufacturer narrative:
Pr#: (B)(4). Eval of the transducer will be included in a follow up report upon its return. Additional PMA# k034003.